Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that there was inappropriate defibrillation therapy delivered by the right ventricular (rv) lead. Diagnostic imaging revealed insulation damage and the conductors appeared to be externalized. The lead was capped and replaced and the patient was stable following the procedure.